Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is displaying power up test fails ¿code 14¿.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete e1 telephone no.(B)(6).

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (initial reporter, event site telephone, event site email), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) observed the device and replaced compressor and carried out drive regulator calibration which cleared the power up test failure code 14. Upon inspection of logs found multiple communication errors which require further investigation. Fse installed new video generator board. Installed new software and carried out full pm checklist. Errors have been cleared from logs and pump operates as normal.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Due to character limitations in e1 event site telephone (B)(6). Updated fields - b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h11. Corrected field: e1(event site telephone), h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions). It was reported that the cardiosave intra aortic balloon pump (iabp) had power-up test fails # 14 (prior compressor failure etf) issue. Patient involvement was unknown and no harm reported. A getinge field service engineer (fse) observed the device and replaced compressor it was over 5000 hours and mufflers which cleared the power up test failure code 14. Upon inspection of logs found multiple communication errors which require further investigation. Fse installed new video generator board. Installed new software and carried out full pm checklist. Errors have been cleared from logs and pump operates as normal. For power-up test fails # 14 (prior compressor failure etf) the following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received part number 0119-00-0236 with a reported unit failure of code 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. For video generator board related malfunction based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿video generator board¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.